Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Date of event has been estimated based on date of publication. Concomitant products: stent: endeavor (52), endeavor resolute (91), cypher (77), xience v (160). The xience v stents referenced are being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Article- intravascular ultrasound assessment of drug-eluting stent coverage of the coronary ostium and effect on outcomes.

Event description:
The following events were noted through a periodic article review entitled "intravascular ultrasound assessment of drug-eluting stent coverage of the coronary ostium and effect on outcomes". A retrospective, single-center study was performed from march 2008 to september 2010. A total of 459 lesions were treated. The following drug-eluting stent types were used: 76 promus stents, 160 xience stents, and 220 non-abbott stents. Results with follow-up duration of 8.7 +/- 2.8 months, indicate that acute malapposition (43 of 229) occurred. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. No additional information was provided.